Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While speaking with the olympus technical assistance center (tac) by phone, the customer's biomechanical engineer stated that the xenon light source had a b30 error message. The customer stated that he would get in front of the equipment and call tac to troubleshoot. Subsequently, three attempts were made to the user facility for additional information without a reply. The subject device was not returned. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the investigation, the subject device was not returned for evaluation; therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.